Event description:
It was reported to boston scientific corporation on december 06, 2008 that a resolution clip device was used during a procedure in 2007 (patient age, gender and weight unknown). During the procedure, the clip would not release from the catheter. The sheath seemed to be too long and the issue caused a delay in the hemostasis and the use of several clips. The procedure was successfully completed with a resolution clip device. There were no patient complications reported.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.